Manufacturer narrative:
Concomitant products: w1dr01 ipg implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited high thresholds, no capture and high impedance. It was also reported that the right ventricular (rv) lead increasing thresholds, high thresholds and intermittent capture. The ra lead and rv lead  were capped and replaced. No patient complications have been reported as a result of this event.